Manufacturer narrative:
Device received with blank display problem isolated to the electronic assembly. Unable to verify failed battery alarm due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had blank display. The customer blood glucose was 120 mg/dl. Customer stated that they were using insulin pump and was awaken by a battery replacement alarm and has inserted 5 new batteries and it was still prompting to insert a new battery. Customer changed the battery and received a pump error and a failed battery alarm. Customer was advised to disconnect from the pump. Customer reported with blank display after receiving a new battery cap. Customer reports display was blank. Customer states contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment was neither damaged nor corroded. Customer states spring is neither damaged nor corroded. Customer is advised to clean battery cap contacts with a dry cotton swab. Customer was advised to press and hold back button for 60 seconds. Customer advised to insert new aa battery and display did not return after pump restart. Pump will need to be replaced. Pump will be returned for analysis.